Event description:
Continuous ambulatory peritoneal dialysis (capd) exchange started on patient. Nurse noted a large amount of effluent on the floor. Drain bag inspected and found a small tear/punture in the bag. Thought to be a defective bag. Hole in drain bag was not noticed until effluent filled the bag and started draining out. Patient transfer set immediately clamped. A new capd system was connected to the patient, and dialysis was resumed with start of drain. The drain bag comes in a kit with the dialysis solution (effluent). Baxter makes the effluent (dianeal low calcium peritoneal dialysis solution, ndc 0941-0430-52, lot #5b9776, exp 02/2013). I do not know who manufactures the drain bag itself, but it comes packaged with the effluent solution from baxter. The bag and packaging were discarded by the nurse.